Event description:
It was reported that the pt exhibited syncope and was brought to the hosp with recurring torsades des pointes. An external shock was delivered which successfully converted the pt. There was an allegation of undersensing on this defibrillatio lead and this transvenous pacing lead. Following the external shock, the pt's rhythm developed into ventricular fibrillation which was undersenced and external shocks were given however they did not successfully cardiovert. The pt flatlined and eventually expired.